Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6) 2024.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.